Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. Reportedly, the customer changed the cartridge and resumed insulin delivery. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly a new cartridge was loaded, and insulin delivery was resumed. The customer's blood glucose was 94-165 mg/dl.